Event description:
It was reported that during a thoracoscopic wedge resection procedure, on the fourth lung tissue firing of the case, the doctor fired a green load and the motor sounded as if it was straining. When the knife retracted to its initial position and he opened the device, a large number of staples were clearly not formed and had straight legs. The metal frame portion of the reload remained in the device and the green portion popped free and was loose in the chest cavity. The doctor retrieved the green portion and placed it on the mayo stand. Next the surgical tech attempted to reload the stapler with another green reload, the cartridge would not snap into place. It was noted by the tech and myself that the tray portion of the stapler had been splayed out and would not hold the cartridge. Case completed with another device of the same product code and green reloads. There was no patient consequence.

Manufacturer narrative:
(B)(4); damaged cartridge, damaged one piece sled, damaged drivers. Additional information was requested and the following was obtained: was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip?yes. Near existing staple line. Were any unexpected noises heard? If so, when? The motor sounded as if it was straining 3/4 of the way through the firing sequence. The analysis found that the device was received in good visual condition and with an cartridge reload present; it was noted to be partially fired. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have the deck, drivers and one piece sled damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The cartridge was loaded and removed without any difficulties during testing. No cartridge pan separation was noted. The firing speed worked as intended. Based on the photographic evidence alone, it cannot be determined what may have contributed to and/or caused this complication, however the evidence appears to support the event description provided.